Manufacturer narrative:
The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and infection.

Event description:
Patient reported via mhra "capsular contracture" baker grade unknown, "inflammation, infection and possible systemic adverse reactions". Patient additionally reported "symptoms of breast implant illness and losing hair¿; these events are not device related. This report relates to the right side. Device remains implanted.